Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) defibrillation lead, rv impedances were noted to be 700-800 ohms. After induction shocks, high pacing impedances of greater than 2,000 ohms was noted. The pocket was reopened and the lead was repositioned. Rv impedances were 2,200 ohms through the pacing system analyzer (psa), thus the lead was repositioned again. Then, rv impedances were down to approximately 800 ohms. Shock impedances were noted to have been normal throughout the procedure. Boston scientific technical services (ts) discussed that they suspected that the lead was not all the way in the device header. No adverse patient effects were reported.